Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: during investigation, a review of the pump black box showed multiple cs 054 call service alarms. During testing, the pump powered on to the verify screen with a dim, faded, and discolored display. The keypad cover was intact; no damage or peeling observed. All of the keypad buttons were found to be unresponsive. The keypad cover was removed and no evidence of corrosion or moisture was found under any key contacts. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Corrosion observed on the keypad flex connector. Further testing was not able to be performed due to the unrelated moisture damage and unresponsive keypad. The complaint of a call service issue was not able to be adequately investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 055 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.